Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, after re-attaching the anvil to the head of the device, it was wound down and when within the green gap setting scale the safety was removed and the device fired. It took extreme pressure (both hands) to fire the device, a crunch was heard; however, it sounded like the plastic was breaking as opposed to the knife cutting through the washer. Once fired the safety was replaced and the gun opened 1/2-3/4 of a turn and fish tailed out. At this point the device could not be remove from the anastomosis and appeared to be stuck. The device was then slowly spun 360 degrees and still it could not be withdrawn, so some pressure was applied and the gun further opened. Upon closer inspection it was clear the tissue was stuck on one side, the device had seemed to have fired and stapled on one side and only cut, but not stapled on the other. The tissue was cut away from the device and once removed there were lots of unformed staples lying next to the anastomosis. On complete donut was formed on the anvil, but no other within the head of the device. I inspected the head and it appeared although a crunch was heard to not have fired properly as the knife had not cut through the washer and the washer was still in the anvil as opposed to ending up in the actual device with the other donut. The problem was resolved using another device and thankfully rectified, an air test was performed and the patient is fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 0510/2010. Information anticipated, but unavailable at this time.